Manufacturer narrative:
Concomitant medical product: product ID: 97740; serial#: unknown; product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient went to increase the intensity, his programmer (pp) would not turn on, he changed the batteries, and tried again but then the pp said end of service (eos), and he just got it about a year ago. Patient was redirected to hcp.